Event description:
During advancement of a coronary stent with delivery system to the target lesion site located in the pt's circumflex artery, the sheath became caught on calcium. As a result, the sds moved forward causing the stent to become stripped off of the balloon. In response, a microsnare was utilized to withdraw the stent to the femoral access site where a vascular surgeon performed a cut-down and successfully removed the stent wire and snare device. There were no additional complications reported to the pt and/or procedure.